Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets failed on main drawer 5.1 due to faulty row board cable connections and improperly seated cubie trays and pockets, along with a failure and absence of auxiliary drawer 6 in the application. A field service engineer reseated the row board cables, reseated all cubie trays and pockets, and replaced the half height cubie bus module and drawer controller boards to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, has a drawer malfunction and device not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.